Event description:
A malfunction was reported on the pump by the caller, who did not report any notable events leading up to the issue. There was no adverse impact on the customer's blood glucose level. The pump had shown malfunction code 12, which was resettable, and the customer had experienced this malfunction multiple times. Technical support decided to replace the pump, ensuring the customer would receive a pump with updated software. They confirmed the shipping details and instructed the customer on returning the faulty pump using a pre-paid label to avoid charges, putting it into storage mode first. The customer was advised to program their settings into the new pump and connect their cgm once received, and they would use mdi as a backup therapy in the meantime.